Event description:
Ethilon echelon flex powered plus stapler 60mm (x 1) only fired once and then got hung up. Doctor had to disarm the stapler to remove it from the bowel. The stapler never fired again. A second 60mm stapler was opened when the 45mm linear cutters would not engage or fire.